Event description:
Customer reported that the device external hard paddles metal plate came off. There was no pt use associated with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control provided customer a replacement external hard paddles plates part number info. Follow up with customer confirmed that customer replaced the entire external hard paddles assembly to resolve the issue. The old paddles were discarded and not returned to physio-control for further analysis.